Manufacturer narrative:
Block b3: exact date unknown, event occurred in late 2022.

Event description:
It was reported the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure where the ipg was moved from the right flank to the left lower flank. The patient did well postoperatively.